Event description:
An implant card was received indicating that the patient underwent a full revision due to battery depletion and high impedance. It was noted that the generator and only the electrodes from the patient's nerve was explanted. The explanted generator was not made available for return. No other relevant information has been received to date.